Event description:
Consumer reports having a very scary episode regarding their meter. Kept getting high readings and adjusting the insulin dose on the readings from their logic meter. Spouse woke up in the am and tried to wake pt. Had to call the emergency medical technician to revive. Paramedics tested with their meter and reading was under 20.